Event description:
It was reported after wearing the pod longer than 48 hours on the abdomen the patient noticed the site was red, painful, irritated and infected. They went to see their general practitioner who prescribed antibiotics for the site infection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.